Event description:
The dealer states the consumer tried to put the left brake on and the handle broke off. No further information was provided.

Manufacturer narrative:
Follow up to be sent if additional information is received.